Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were not within acceptable ranges. The ccc specialist instructed the customer to troubleshoot the instrument. The integrated multisensor technology (imt) was calibrated without errors. There were air bubbles in the imt port, and the port was flushed with hot water. Quality controls were run and were within acceptable ranges. There was an imt standard air detect error and fluid detect errors. The imt pump was aligned and the sample probe tip to port alignment was adjusted and rotated. The probes were aligned, and the quality controls were repeated and passed. The customer is running samples in small sample cups and was not following the tube manufacturer's instructions for centrifuging the samples. Failure to follow instructions and an instrument malfunction could not be ruled out as a potential cause of the discordant, falsely elevated potassium results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.